Event description:
Customer reported potential false negative urine hcg results on two patients with consult diagnostics hcg cassette. Potential false negative urine hcg results were reported on two patients when testing with consult diagnostics hcg cassette. At least one of the patients visited the clinic to confirm home pregnancy test results. No specific patient information was provided. No information as to whether confirmation testing was performed.

Manufacturer narrative:
Investigation pending.